Event description:
It was reported the patient is deceased and died approximately three months post implant of the implantable pulse generator (ipg). It was further reported that on the day of death the patient felt uncomfortable and then ¿some sound like explode was heard (according to patient¿s family)." Additional information obtained noted the cause of death was unknown and was determined as ¿sudden death.¿ there was no allegation by the physician related to the device. Post mortem interrogation of the device reported normal function.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. No additional information is available. (B)(4).